Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, b5, h6 (type of investigation, investigation findings, investigation conclusions, medical device, problem code,). Full event site naem: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was unable to be reproduced. The fse checked the cables and performed a full calibration. Functional and safety checks were performed and the unit was returned to use with no issue.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was experiencing a frozen screen and was not responding to input. There was no harm or serious injury occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had console frozen. There was no patient injury reported.